Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive while the user was traveling, and subsequent follow-up confirmed the ilet screen was cracked; charging guidance was provided, but the device did not recover functionality, and a replacement device was arranged. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included case review and complaint creation. Investigation of this device revealed physical damage to the display assembly consistent with a cracked screen and corresponding device nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact or mechanical stress.